Event description:
It was reported that the patient had been having pain where the implant was, but that had gotten a little better. The patient started about a week and a half ago. About 2 weeks ago the patient gone one of the exercise balls and was trying to exercise, she leaned on the ball on her back and that hurt. She was wondering if she might have pulled something. The patient also got a really bad heat rash all around. It got better and the patient had been putting some ¿stuff¿ on it. And then she got used to it. Her healthcare provider (hcp) at that time thought it was her body reacting to it. The heat rash appeared again 4 days prior. The rash came back about a week after she bought the exercise ball. The rash was around the implant area. It would hurt a little bit when she charged and it got hot. She would charge for 30 minutes and it felt like it was burning. The patient was going to see her hcp in 2 days regarding the rash. The patient also started noticing the implantable neurostimulator recharger (insr) antenna felt a little hot when she charged and she was getting a rash where the antenna was being placed. It was not extremely hot, but she felt heat when she charged. She did not know if that was causing her heat rash. It felt so hot when she charged last night. The insr antenna was never replaced. A replacement antenna was sent to the patient. It was noted that the patient had reflex sympathetic dystrophy syndrome (rsd) and last summer she had her battery checked and it was ok. They discussed a new adaptor system device. The patient was getting 70% coverage and she did not want to go through the surgery to replace with a new implantable neurostimulator (ins) and decided to wait. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The antenna was not returned for analysis.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37791, product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding her device or therapy but she was working with her doctor or manufacturing representative (rep). The patient still needed to make an appointment because she was out of town.